Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the wire was broken at the tip of the mega suturecut needle driver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments grip cables were broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the wrist. The cable broke under tensile loading. The other cables at the wrist were not damaged. The cable wear on the pulleys combined with high grasping force and the large fleet angle between the proximal and distal pulleys likely contributed to the breakage. Failure analysis investigation also found the instruments main tube had deep scratches and gouges. The distal end of the main tube had various scratch marks with light material removal. The scratches were .095 - .152 in length and not aligned with the tube axis. The damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.